Event description:
It was reported that surgery occurred and the patient's lead was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the lead site. High impedances were also measured at the lead site. Surgical intervention is planned to address the issue.